Event description:
The customer reported that they were hospitalized for high bgs. The customer was on manual injections at the time of call. The customer stated that they kept treating high bgs. But bgs kept going up. The customer changed the set but no changes occurred. It was indicated that the dr advised the customer to remove the pump until troubleshooting is done. The testing on the pump was not performed because the customer removed the batteries from the pump a few days ago. Later the customer called back to do the testing. A fixed prime test was done and the insulin exited. Instructed the customer regarding the two high bg rule.